Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that gbit testing did not pass as well as bench testing. It was reported that the cat 6 cable within the interface (umbilical) cable was longer than designed. Additionally multiple connections were found to be open.

Manufacturer narrative:
Additional information: the reported issue was found to have been filed inadvertently as a duplicate to MDR 1723170-2017-03682.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not complete initialization process and was unresponsive. The imaging system was reported to not be responsive to any motion buttons. Rebooting the system multiple times did not resolve the issue. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.